Event description:
Over the past two years, x-ray was making loud noise and did not sound safe to use in one instance; causing uncertainty whether the x-ray was safe to use with sound. Called the techs multiple times for 2 days; they came back and said rotor was just noisy and will be ok for use, resolving problem for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Called the techs multiple times for 2 days; they came back and said rotor was just noisy and will be ok for use, resolving problem for now.